Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead, right ventricular (rv) lead, and lv lead exhibited decreased impedance. The lv lead was reprogrammed. All leads remain in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited higher threshold than the programmed output. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.